Event description:
It was reported that this unknown right ventricular (rv) lead exhibited pace impedance measurements of greater than 3,000 ohms. It is unknown if this rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.